Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the emergency department with bradycardia and symptoms of dizziness and fatigue. A review of the implanted system revealed loss of capture on the right ventricular (rv) lead at maximum outputs and poor sensing. An echocardiogram was performed and confirmed that the rv lead had perforated the rv apex. A revision procedure was performed and this rv lead was explanted and replaced. The rv lead was discarded and will not be returned. No additional adverse patient effects were reported.